Manufacturer narrative:
Product analysis: the device remains implanted; therefore it will not be returned for evaluation. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 9 years and 8 months post implant of this bioprosthetic pulmonic valved conduit in a pediatric patient, this device was replaced valve-in-valve due to stenosis and insufficiency of the valve. Prior to the replacement procedure, the patient exhibited mild fatigue. The patient tolerated the replacement procedure well and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.